Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise, decreased amplitude measurements, and oversensing, which resulted in the delivery of an inappropriate shock. The device was reprogrammed at that time. Then another inappropriate shock was delivered due to oversensing. No further programming changes were made at that time. No adverse patient effects were reported. The system remains in service.